Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that antibiotic therapy was ongoing and the patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with ceftazidime 500 (units, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. Recovery status of the patient was unknown. No additional information is available.